Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event of loose screws was confirmed; the screws were actually detached. However, it is unknown how the screws got detached. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus asset visera 4k uhd camera control unit had a loose internal screw. The issue was found during repair. The subject device was returned for evaluation, and the screw inside the device was found detached, resulting in abnormal sound. This report is being submitted for the phenomenon (screw inside device detached) found during evaluation. There were no reports of procedure involvement, nor patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the screw found detached, additional non-reportable phenomenon, the front panel and the touchscreen were slightly worn was identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.